Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 416 mg/dl extreme drowsiness. During troubleshooting, customer support identified a training/misuse issue with the auto off alarm, to which the bg excursion was attributed. Cts educated patient on through completing rewind, load, and prime steps. Patient continues on the pump.